Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Block d6b: explant date: 1 or 2 years ago. Additional suspect medical device components involved in the event: product family: artisan lead 50 cm, upn: m365sc8216500, model:sc-8216-50, serial: (B)(6), batch: 17410978. Product family: linear st lead kit 70 cm, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17317381/17186300.

Event description:
It was reported that the patients spinal cord stimulation (scs) system was explanted due to an unknown reason. No further information could be obtained.